Manufacturer narrative:
(B)(4). Concomitant medical products: part: 32-8105-027-06 lot: 74981800 c/m humeral assembly 6in xsml. Part: 32-8105-053-01 lot: 73572500 ulna assy plasma sml. Report source foreign: australia. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision due to a bushing exchange for polyethylene wear. No additional patient consequences were reported.